Manufacturer narrative:
Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including hyperlipidemia (hld), diabetes mellitus (dm), coronary artery disease (cad), and history of coronary artery bypass graft (CABG). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 11500a 21mm aortic valve underwent a valve-in-valve procedure after an implant duration of 3 years due to severe stenosis with increased gradient. The patient presented with chf. A 23mm s3ur was implanted successfully. Per medical records, pre-op echo shows bioprosthetic aortic valve with increased gradient and severe as. Ava 0.8 cm2, vmax 4.3 m/s, mean pg 37 mmhg, max pg 72 mmhg. Pre-op cardiac cath, left-sided congestive heart failure class ii due to valvular disease.